Event description:
Related manufacturer reference number: 2017865-2022-11937. During a remote follow-up, episodes of noise were observed on the right atrial (ra) lead. Additionally, a loss of capture and syncopal episodes were observed on the right ventricular (rv) lead. It is unknown if the patient is pacemaker dependent. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.